Event description:
This spontaneous case report was received by regulatory authority from an adult female consumer in (B)(6) on 14-mar-2016 and forwarded to bayer on 04-aug-2016. The consumer's medical history included nickel allergy. She stated that according to the gynecologist, there is no nickel in essure coils. On (B)(6) 2009, the consumer had essure (fallopian tube occlusion insert) inserted. Consumer was (B)(6) when essure was inserted. Consumer started to experience events 4 months after insertion. Consumer experienced abdomen pain, increase or heavy blood loss during menstruation, legs pain, lower back pain, arthralgia, insomnia, and mood swings. She reported relation and/or family problems. Consumer contacted a doctor. Essure and fallopian tubes were removed on (B)(6) 2015. Consumer was recovered. Company causality comment: this spontaneous case report refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and she presented abdomen pain, serious event and listed in essure reference safety information. Abdominal, pelvic and back pain may occur during essure use. In this present case, 4 months after insertion consumer presented pain in abdomen and around 6 years after placement, essure and fallopian tubes were removed. Given event's nature, causality cannot be excluded. This case was regarded as incident since device removal was required. Other non-serious events were reported. The product technical analysis has been sought. No further information could be obtained.

Manufacturer narrative:
Follow up information received on 06-oct-2016: quality-safety evaluation of product technical complaint (ptc) this adverse event report is related to a ptc and the bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 10-oct-2016 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 745 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous case report refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and she presented abdomen pain, serious event and listed in essure reference safety information. Abdominal, pelvic and back pain may occur during essure use. In this present case, 4 months after insertion consumer presented pain in abdomen and around 6 years after placement, essure and fallopian tubes were removed. Given event's nature, causality cannot be excluded. This case was regarded as incident since device removal was required. Other non-serious events were reported. According to product technical analysis, since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No further information could be obtained.